Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the lens tore. There was patient contact but no injury.